Event description:
The customer reported bellavista1000 us unit working before patch 21. A few days after the software patch 21 update, vent was flickering and then eventually stopped turning on. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The field service representative went onsite to check the device problem. Initiated mainboard replacement, performed unit base test, calibrations and verification test. All passed within specs and now ready for use. No exact root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical was unable to established the exact root cause. Replacement of the main board resolved the issue.